Event description:
Rayner intraocular lenses limited received notification from the (B)(6) hospital of an event that occurred following the implantation of an m-flex intraocular lens. The event description provided states "inserting required increasing pressure especially at the end and on insertion it was apparent that the lens has lost its posterior haptics."

Manufacturer narrative:
The reference (B)(4) has been allocated to this complaint by rayner intraocular lenses limited. Corrective action was taken by the healthcare facility in the initial surgery session. The m-flex intraocular lens was exchanged without further complication. Within the initial notification of this complaint, the physician advised the rayner sales specialist that he experienced difficulty during the initial loading process. Additional lens loading training will be provided to the physician by rayner intraocular lenses limited. The information provided is consistent with the lens becoming trapped in the flaps during loading. There is no indication of a device defect or malfunction. The m-flex intraocular lens is not available in the united states of america; however, the m-flex intraocular lens haptics are the same design as the haptics on the c-flex 570c and c-flex aspheric 970c intraocular lenses, which are available in the united states of america.